Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm model#: sc-4318 lot#: 19924829 description: clik x anchor.

Event description:
A report was received that the patient developed an infection at the incision sites. It was noted that the patient had a wound that would not close and drainage at the incision sites. The infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the clik anchor with torn eyelets including the silicone sutures sleeves were removed from the patient's body as confirmed by physician. Sc-1110-02(251274): the device was explanted due to an infection. The source of the infection was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-70(B)(4): the visual inspection revealed that the leads were cleanly cut at 27 cm from distal end and no cables were exposed. The clean cut damage was a result of a typical explant procedure and it was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-3138-35 (B)(4): the visual inspection revealed that the lead extensions were cleanly cut at 31 cm from proximal end and no cables were exposed. The clean cut damage was a result of a typical explant procedure and it was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4318(B)(4)the clik anchor has torn eyelets with missing silicone material. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed an infection at the incision sites. It was noted that the patient had a wound that would not close and drainage at the incision sites. The infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.